Event description:
Plaintiff alleges the development of latex allergy from exposure to latex gloves. Plaintiff alleges that plaintiff has been caused to suffer a severe life threatening latex allergy; plaintiff was permanently and totally disabled; plaintiff was caused to suffer lost wages; plaintiff was caused to suffer a total loss of earning capacity; plaintiff was caused to be hospitalized.